Event description:
The stent was positioned in the proximal portion of the rca and connected to the inflation device, as this was connected the hub cracked on its seam and was audibly heard, which prevented the deployment. The admitting diagnosis was acute myocardial infarction and primary percutaneous coronary intervention. After removal from the package, the product was not damaged. The product was prepped per (IFU) instruction for use guidelines. Prior to connecting, the product was not inspected, but after connection, it was inspected and it was found split. During connection, the indeflator connector was not over tightened of the balloon hub. After removal of the device from the pt, other than the reported event, no other damages were noted on any part of the device (stent, delivery system, etc). The pt already had 2 cypher select + stents deployed in the rca, one in the distal and one in the mid section, when the event occurred.

Manufacturer narrative:
The product was received, but the analysis was not completed. Additional info will be submitted within 30 days of receipt.